Event description:
This homecare pt was being fed using a pump. The amount of enteral feeding solution, the feeding rate and the amount delivered are all unk, however the rptr stated the pump overdelivered. Following the event, the pt expired. The user facility gave conflicting reports regarding whether or not the device may have caused or contributed to the pt's death. One pt involved.